Event description:
The customer reported that the insulin pump alarmed motor error and had unresponsive buttons. The caller stated that the device also had frozen display and the time clock was not advancing. The blood glucose reading was 437mg/dl. While troubleshooting the device the customer mentioned being in the emergency room for abdominal pain and was hospitalized for pancreatitis for ten days. The caller's blood glucose was running high while staying at the hospital. The customer stated that she was not able to clear the alarm. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.please see medwatch report # 3004209178-2013-99147.